Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient lost an extreme amount of weight and the ins was now too close to their skin. A revision was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that it was unknown when the patient¿s implantable neurostimulator first became superficial. The weight loss was not related to the patient¿s device or therapy. There were no further complications reported or anticipated.